Event description:
Customer reported being hospitalized due to dka. Prior to hospitalization, customer was vomitting in the morning and had strained back. Unable to complete troubleshooting , customer doesn't have a clamp and do not want one to be sent.